Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all keypad buttons are unresponsive. Patient jumped in pool and did not remove pump today, display is full of water. During troubleshooting reporter noted that audio bolus button is missing, but is not sure how long it has been missing from the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): testing was unable to adequately investigate the complaint of unresponsive keypad button due to damage to the pump. The pump was returned with visible moisture in display lens and did not power on. Could not download pump or perform all testing steps due to inability to power the pump. The pump was returned with audio bolus button detached and failed leak testing with audio bolus button leak. Unable to investigate keypad functions; moisture damage to pump prevents adequate investigation. The keypad was removed with no signs of contamination or button contact defects. Removed pump cover, moisture was present in pump.